Event description:
Per summons: pt is a (B)(6) chronically ill pt who has been hospitalized multiple times at multiple hospitals and had multiple piccs according to family. The pt's right cephalic vein with noncompressible and has no flow demonstrated in both the upper and lower arm. Also, the left cephalic vein was noncompressible in the upper arm down to the antecubital region. There is no flow demonstrated in the left cephalic vein. The upper extremity venogram interpretation, bilateral upper extremity venous thrombosis.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.